Event description:
A (B)(6) male pt contacted zoll customer support the report a code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As rec'd, the trunk cable connector was cracked. Upon eval, the yellow (pgnd) wired was open in the trunk cable connector. The cause of the code 204 is a disruption in communication between the electrode belt and the monitor. The cause of the disruption in communication is the open wire. The cause of the open wire is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified, but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.